Event description:
Healthcare provider reported left side infection and explanted and re-implanted during a correction surgery on 19/aug/2021 for nipple correction¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and use error.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, and crease fold. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare provider reported left side infection and explanted and re-implanted during a correction surgery on (B)(6) 2021 for nipple correction¿. The device has been explanted.